Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered internal lacerations, several areas of the mesh perforated through the vaginal walls, extrusion and erosion of the mesh implant, vaginal bleeding, severe vaginal pain, chronic urinary tract infections, abdominal pain, rectal pain, bowel obstruction, and severe dyspareunia, and underwent revision and removal surgeries to decrease the likelihood of further bodily injuries and pain. No further information has been provided.